Event description:
It was reported that interstim therapy had helped her mothers symptoms until 2 weeks after implant, when the patient had a dental appointment and was given "a whole bunch of amoxicillan". Since the dental appointment, the patient's symptoms had gotten worse and she was " urinating constantly". For a while, the patient had felt "sharp electrical pain" in her fingers and the nurse at her doctor's office said that could happen. This morning, the patient changed to program 2 and turned the stimulation up to 7.4 and felt stimulation in her left side buttock, not in her vagina. That was painful for the patient especially when she stood up. Infection was noted. The patient had gotten a urinary type infection; the patient had constant urination and her urine smelled really bad. The patient had been back in to see the doctor after taking the amoxicillan and the had been given 2 pills for a minor yeast infection taken one week apart. After taking the pills, the infection did get better but the patient was still urinating constantly and had pain in her lower right stomach. The patient took 3 advil before bed because of her stomach pain symptoms. The patient planned to make an appointment and get back in to see the hcp (healthcare provider). The patient noted they were not trained adequately on using device. The nurse at the doctor's office admitted to them "well I don't know" and that the setting the patient was using was very high. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-33, lot# va0d3dg, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).